Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump had normal operating currents and no blank display was noted. The insulin pump had a missing end cap sticker, cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump died and that it would not come on, even with a fresh battery. He also noted that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.